Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was altered and responding to narcan and the family was concerned the patient may have been receiving too much fentanyl. The caller wanted to know if there is a way to remotely monitor how much the patient had gotten in the last 6 hours. The caller was going to follow-up with the hcp and call back if needed. The event date was noted as (B)(6) 2019.